Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 600mg/dl and diabetic ketoacidosis. The customer had symptoms such as constipation and treated with manual injection. Customer indicated that that have sensitive skin on their insertion site. Customer declined to troubleshoot as they indicated that the high was due to medications and other health issues. No further details.